Manufacturer narrative:
Mdrs 2517506-2018-00245, 2517506-2018-00247, and 2517506-2018-00248 were filed for the same incident. The customer contacted the siemens customer care center (ccc) and reported that a delay in reporting of cardiac troponin I result occurred due to an expired calibration. The calibration interval was exceeded. The account did not have any calibrator available to recalibrate and sent samples out for testing at an alternate facility until replacement inventory of the calibrator was received. The issue was resolved after a new shipment of calibrator was received. After calibration was run and confirmed with quality control, the account resumed patient testing. The cause of the delay was use error. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A delay in reporting of a cardiac troponin I (tni) result occurred on the dimension exl system due to an expired calibration. The account sent the sample for testing at an alternate laboratory where a positive result was obtained. There are no known reports of adverse health consequences to the patient due to the delayed tni result.